Event description:
Customer's husband called to report a display issue on the insulin pump. Blood glucose reading was 157 mg/dl. The display screen showed constant rainbow colors and was difficult to read. The customer had to angle the display screen to view the contents. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No rainbow display or display anomaly noted. However, insulin pump received with scratched and stained lcd window. Cracked case at display window corners, reservoir tube and battery tube threads noted. Insulin pump received with minor scratched display window and missing end cap sticker.